Manufacturer narrative:
Additional information found in g3, g6, and h2 corrected information found in h10 the surgeon was able to continue with the procedure robotically with the electrosurgical generator unit (esu) . While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 generator was turning red on power up. An isi technical support engineer (tse) suggested the customer to check the cables on the e-100 and power cycle the e-100 from the breaker on the back. The tse reviewed the system logs and found no issues on the system. The customer switched to the integrated electrosurgical unit (iesu/erbe) to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 to correct the reported problem. The system was tested and verified as ready for use. Isi received the e-100 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. Inhouse fa installed into the printed circuit assembly (pca) patient side cart (psc) test system, the e-100 started up and e100 led bipolar went red at start up right after system boot. No image or video was available for review. A log review confirmed the procedure was performed on the reported event date 20-oct-2022 on system sk3735. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no issues related to the reported complaint. This complaint is reportable malfunction event due to the following: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a back up erbe. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.